Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant, the guide wire could not be inserted into the right ventricular lead completely. The physician replaced the lead to complete the procedure. No adverse consequences reported on the patient.